Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked; further described as the content began to filter through the inlet hole through which the pump is taken. This issue was identified during set up/ preparation. The device was filled with 60 ml of bupivacaine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation containing fluid in the bladder. A visual inspection was done which noted evidence of a leak (backflow) at the fill port after the fill port cap was opened. A subsequent examination was performed which revealed the backflow (leak) at the fill port was due to a glass fragment, which was measured to be 0.80 square mm in size, was stuck under the device check band. The reported condition was verified. The cause of the condition was determined to be the filling technique by the user; if a glass ampoule is used for filling without a filter, this can result in this type of event. The product label, instructions for use, recommends the use of a filter during filling. Should additional relevant information become available, a supplemental report will be submitted.